Event description:
It was reported that the device needs a replacement of the key switch. The procedure was not completed due to this event. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
D3 manufacturer email: additional email: (B)(4).